Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an atrial fibrillation procedure with a 9f sheath. Reportedly, the operator opened the footplate, yet did not follow the deployments steps and did not pulled the feet to the vessel wall before pressing in the plunger. The suture did not capture the vessel wall. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number - a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps / instructions.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the operator opened the footplate, yet did not follow the deployments steps and did not pull the feet to the vessel wall before pressing in the plunger. The electronic prostyle instructions for use (eifu), states: a: while maintaining the device logo position and keeping the device at approximately 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. The reported difficulty appears to be related to the user error. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.